Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical review record: an inferior vena cava filter was placed via the right femoral approach in a patient with a history of pulmonary emboli and scheduled orthopedic surgery with indication for prophylaxis. An inferior venacavogram confirmed placement below the right renal vein. A kub for filter placement on the same day of deployment indicated the filter to be to the right of l2 with suggestion of asymmetric expansion of the right side of the filter. Approximately three months post ivc deployment an attempt was made for filter removal. An inferior venacavogram indicated a normal caliber inferior vena cava with the filter in the infrarenal portion of the inferior vena cava. There was no clot within the filter. A right sided strut was identified extending at a 90 degree angle and slightly above the top of the filter. Despite multiple attempts to retrieve the filter with a recovery device, the filter could not be re-centered and retrieved. The patient tolerated well without any immediate complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post ivc deployment, an attempt was made for filter removal. A right sided strut was identified extending at a 90 degree angle and slightly above the top of the filter. Despite multiple attempts to retrieve the filter with a recovery device, the filter could not be re-centered and retrieved. Therefore, the investigation can be confirmed for retrieval difficulties and material deformation. However, the investigation is inconclusive for limb detachment, perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, patient¿s history of clots in both lungs, and the patient was having both knees replaced. At some time post filter deployment, it was alleged that the filter detached, the filter strut has perforated, and the device tilted with the filter becoming embedded in the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached filter struts are retained in the lobe of the lung. The current status of the patient is unknown.